Manufacturer narrative:
(B)(4). Dislodged component. The analysis results found that the instrument arrived in good visual condition without staples present and with the washer cut. After further inspection, it was noted that the guide face was detached from the device and was protruding from the casing. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the guide face was detached from the casing it is possible that there was not sufficient adhesive applied. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. All devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass, on the posterior side of the anastomosis, gastro jejunoileostomy, there were no staples present. The anastomosis was sutured and the case was completed. There was (1) donut complete and the other was 20% complete. The case was extended approximately one hour. The additional anesthesia did not have a negative outcome for patient. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2012. Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: how was the procedure performed? (Open, lap or hals) laparoscopic. What type of anastomosis was created? (End to end, end to side) end to end. What stapling technique was used? (Single, double, triple) single. If (single or double), which purse-string suture was used? (Hand-sewn or suture clamp) none. What other devices were used for transecting and/or closing otomy? Sutures. Was the sale rep present? In room after the incident occurred but before the case was completed. Is there any additional information you would like to share relative to the issue? One donut complete and 2nd donut 20% complete. What is the patient's present condition? Stable. Is a pathology specimen available? No. Are there any x-rays and/or pictures available for analysis? No. Were malformed staples observed? No. Did any staples appear to be missing? Yes. If yes, missing where? Posterior side of anastomosis. Did the red safety remain engaged until firing? Yes. Was the device fired more than once? No. Was the safety reset before removal attempted? No. Did the issue change the patient's post operative care? Yes. If yes, what changed? Extended or time. What was the reason for the surgical procedure? Morbid obesity. What was the patient's pre-op diagnosis? Morbid obesity. Did the patient have pre-existing conditions that could have impacted the patient's health/surgical outcome? No. Has the patient undergone any radiation or chemo therapy? No. Were there any co-morbidity concerns (diabetes, crohns, auto-immune disorders, coagulation issues)? Unk. How long has the surgeon been using this device for this procedure? 5+. Was the attending surgeon an experienced ees circular user? Yes. Who fired the device? Physician assistant. Was the person firing the device an experienced ees circular user? Yes. Was the operating room staff experienced in preparing the ees circular device? Yes. Was there a recent conversion to ees devices in this account or this surgeon? No.